Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a chemoclave¿ vented vial spike, 13mm where it was reported by the customer there was leakage of cytotoxic agent. The leakage was observed at the level of the air intake for the chemotherapy liquid. There was unknown patient involvement, unknown adverse event/human harm.